Manufacturer narrative:
This report was created in error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son had tried to change the battery and his insulin pump had died completely. The battery cap had damage on its metal plate. A new insulin pump was arranged to be sent out. The customer was advised to call back if issues persisted. The insulin pump is not expected to be returned.